Event description:
A health care professional (hcp) via a manufacturer representative reported an anomaly of the battery was suspected. Just eight (8) months have passed since the implant procedure; however, the device was estimated to have short life with capacity at 29-51 months and longevity at 28-49 months. The consumer told the hcp that the they were concerned. Impedance was 1054 ohms, electrode for anode was #3 and electrode for cathode was #0, ss at 4 second, 210 pw, 14 rate (hz/pps), and 0.6v. Impedances for each electrode were between 520 and 1016 ohms. It was unknown if any factors led to the event. Polarity was changed to 0-2+; however, there was no big change in impedance values and longevity. It was suggested the device remain in use and be sent for analysis after replacement. The issue was not resolved at the time of the report. The consumer's underlying disease was noted as bowel incontinence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.